Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous coronary intervention procedure. Reportedly, the device was only partially placed on the guide wire; the device did not enter into the patient anatomy. Another proglide device was used to achieve hemostasis. There was no reported adverse patient effects. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based on the analysis of the returned device, the reported failure to backload the device over the guide wire could not be confirmed. The device was returned with all components in pre-deployed position. The guide, guide tube and sheath were intact and there was hydrophilic coating present throughout the sheath surface. Externally, there was no kink or damage observed to suggest that there was difficulty or resistance encountered while backloading the device over the guide wire. During the device analysis, the device was successfully backloaded over the proxy guide wire as intended. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to backload the device over the guide wire incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.